Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch# m5469t. The analysis results found that the ats45 device was received in good visual condition and with two cartridge reloads present. Cartridge (a) tr45w, m5490z was received loaded on the device unfired and in good visual conditions. Cartridge (b) tr45w, l54l74, was received partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned cartridge reload (a) and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, while using a white reload the device misfired. No more information given. Case completed with another device of the same product code. There were no patient consequences reported.